Event description:
Caller reported an error with their continuous glucose monitor, specifically cgm error 42. After following guidance to reset the pump, the error did not reappear. The caller was able to start their sensor session successfully, and there was no adverse impact on their blood glucose level.